Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the monitor suddenly shut down and there was a smell like something was burning. In addition, there was an error code of f032. The device was not changed out as an independent blood gas analyzer was available. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Investigation is in process, but not yet complete.